Event description:
While using a 2.0 drill bit, the tip broke off and was imbedded in the bone. It was identified as the drill bit came back to the st that about 1 inch of the drill bit was missing. It was identified that it was in the bone using x-ray.